Manufacturer narrative:
Concomitant product(s): product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 14-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (2000 mcg/ml at 100 mcg/day), bupivacaine (14.9 mg/ml at 0.745 mg/day) and morphine (1.5 mg/ml 0.575 mg/day) via an implantable infusion pump. The indication for use was post-laminectomy syndrome. It was reported that the patient had a failed catheter dye study on (B)(6) 2018, the hcp was unable to aspirate. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The pump and catheter were replaced on (B)(6) 2018. No symptoms were reported and the patient was noted to be alive with no injury. The issue was reported to be resolved at the time of this report. It was reported that the catheter would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The catheter was returned and analysis found a non-significant indent in the seal of the sutureless connector that did not affect infusion. The pump was returned and analysis found no anomaly of the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the needle was placed in the catheter access port (cap) with difficulty. The cap could not be aspirated. The patient had a failed catheter dye study, and the catheter system needed replacement. The cap contrast study revealed a catheter occlusion on (B)(6) 2018. The entire system was explanted/replaced on (B)(6) 2018. It was noted the device would be returned to manufacturer for analysis. The clinical diagnosis was catheter occlusion. The outcome of the event resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was updated to (B)(6) 2018. No further complications were reported.